Manufacturer narrative:
Device used for treatment and not diagnosis. All returned parts appear undamaged and in good working order. All mating components function properly and can be tightened as intended. The complaint is indeterminate as the clinical arrangement and assembly of the individual devices is unknown. The design is appropriate for the intended use.

Manufacturer narrative:
Visual inspections noted nicks/scratches on locking screw on sd25 face and some discoloration on major diameter of 10mm thread. All described nonconformities would be post manufacturing. Dimensions that could be measured were found to meet specifications. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition.

Event description:
Pt being treated for scoliosis with posterior lumbar fusion returned to surgeon on an unk date. Clinical exam revealed two(2) matrix locking caps had come loose on the distal left and right at l1, and the rod at left l1 had migrated out of the screws. Pt was returned to operating room on (B)(6) 2012 for revision. The surgeon removed two (2) locking caps, two (2) screws, and one transconnector. Surgeon then repositioned the existing rod into the two (2) new screws, tightened with two(2) new locking caps, and affixed a new transconnector. The procedure was completed with no complications. This is 2 of 6 reports for the same event.